Event description:
According to the information received from the reporting clinic, a female patient underwent lip augmentation with 0.6 mL of Revanesse Versa+ administered to the upper and lower lips on (b)(6) 2026. The patient reported no recent changes in her medical history or medications and had previously undergone tear trough filler treatment without complications. At the time of reporting, additional patient information, including past medical history, allergies, autoimmune status, and treatment details, had not yet been provided. Approximately two months after treatment, the patient developed peeling, redness, burning, and tingling involving the lips and oral commissures. The clinic indicated that additional information, including the product lot number, treatment plan, complete adverse event timeline, clinical photographs, and follow-up information, would be submitted once available. Following receipt of the report, the Prollenium Medical Affairs team attempted to contact the clinic multiple times (24-June,2026, 02-Jul-2026,13-Jul-2026) to obtain additional. However, the no response has been received. Due to the limited information available, Prollenium was unable to complete the internal investigation, including a review of the batch records and QC testing records. The limited information received was reviewed by the Prollenium Medical Director, whose clinical opinion is provided below: Assessment: Medical Assessment: Based on the information currently available, it is not possible to determine the underlying cause of the reported symptoms or whether they are related to treatment with Revanesse Versa+. The reported findings are nonspecific and may be associated with several conditions, including a delayed inflammatory reaction, contact dermatitis, infectious cheilitis, angular cheilitis, or another unrelated dermatologic process. The delayed onset, approximately two months after treatment, does not by itself establish a relationship to the injected filler. At this stage, there is insufficient clinical information to confirm a diagnosis or assess whether the reported event is treatment related. No information has been provided to suggest a product quality or manufacturing issue. Limitations of Assessment: Assessment of this case is limited by the absence of: Product lot number. Complete patient medical history, medications, allergies, and autoimmune history. Detailed treatment records, including injection technique and treatment plan. Complete chronology of symptom onset and progression. Clinical examination findings.Clinical photographs. Information regarding investigations, treatment, and response to therapy. Follow-up information and current patient status. Additional clinical information is required before a definitive medical assessment can be made. Differential Diagnosis: Allergic or irritant contact dermatitis. Infectious cheilitis. Angular cheilitis. Delayed inflammatory reaction to hyaluronic acid filler. Other unrelated dermatologic condition. Category: Delayed Local dermatologique Reaction (Provisional). Causality Assessment: Indeterminate. Likely unrelated. The information currently available is insufficient to determine whether the symptoms are related to Revanesse Versa+ or to another underlying condition. Additional clinical information is required before causality can be assessed. Device-Related Defect: No evidence of a product quality, manufacturing, packaging, labeling, or sterility issue has been identified based on the information currently available. CCR-C-2632.

Manufacturer narrative:
Due to limited information, Prollenium could not complete internal investigation including review the Batch record, QC test reports, and QC final inspection review check list.